Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarm, which was not reproduced during evaluation. A review of the event history log identified constant air in line alarm. The cause was determined to be an ultrasonic sensor being out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.